Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Additional information from the field representative was obtained which indicated that the data analysis was already sent, and the device was also isolated until it is cleared for implant. No patient involvement. Additional information received from engineering analysis which indicated that the device recovered and can be used for implant. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.